Event description:
It was reported that during an unknown procedure, the device was fired and then it would not release or open. The device had to cut off of the tissue. A device of another product code was used to complete the procedure. There was no pt consequence.